Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device migration. Revision surgery is scheduled.

Manufacturer narrative:
Recipient is reportedly starting to show signs of skin breakdown due to current position of the internal device and the recipient's glasses. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient continues to use the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.